Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The patient reported that they had their pump and most of their catheter explanted several months ago due to an infection. The explant date was asked but unknown. The intrathecal portion of the catheter was left implanted. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. Today a new pump and pump portion of catheter were implanted. The new pump was programmed to deliver gablofen (2000 mcg/ml at 97 mcg/day). It was noted that the surgery went well with the new implant and the issue was resolved.